Event description:
During a shuntogram a piece of wire became lodged in the pts arm. It was not clear on x-ray if the wire was in the blood vessel. The arm then seeded a larger incision for removal of the wire.